Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited improper blanking of the far field a, leading to inappropriate atrial tachy response (atr) recordings. Additionally, concerns regarding noisy deflections on the shock channel were discussed; however, these were deemed normal, with no right ventricular (rv) lead oversensing detected. It was noted that the shock channel acts as a large antenna, and the patient's movement likely contributed to the observed noise. Boston scientific technical services (ts) recommended reprogramming options. No adverse effects on the patient were reported, and the device remains in service.